Event description:
It was reported that the patient experienced hyperglycemia after changing the infusion set while using the ilet system, and customer care completed troubleshooting and education. Symptoms included high glucose. Outcomes included no reported long-term impact beyond the hyperglycemic event. Investigation included customer technical support and user education. Investigation of this case revealed no confirmed device malfunction and no component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.